Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The customer did not provide reagent lot number or reagent lot expiration information. A UDI number could not be provided because reagent lot number was not available. The access accutni+3 reagent was not returned for evaluation. All assay and system verifications met specifications at the time of the event. No hardware errors, flags or other assay issues were reported in conjunction with this event. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On 29jul2019, the customer reported obtaining erroneous elevated troponin I (access accutni+3) results for one patient involving the laboratory's access 2 immunoassay systems (serial numbers (sns) (B)(4)) within a date range of (B)(6) 2019. The customer did not specify which date or instrument the sample was tested on. This sample result was reported out of the lab. The customer reported that the sample was not repeat tested. There was a change to patient treatment reported. The customer reported that the patient underwent a left heart catheter angiogram due to the elevated accutni+3 results and patient history of chest pain. The left heart catheter angiogram results were negative. No further information about the patient was provided. The customer did not provide reference ranges. The beckman coulter reference range is 0.00 - 0.04 ng/ml. Per customer's verbal report, system checks and quality control have been performing within specifications. The customer did not provide calibration data. The patient's samples were collected in "green top tubes." No further information such as specific sample collection tube or collection tube manufacturer used, sample volume collected, sample centrifugation or aliquotting, sample appearance or other sample information was provided.

Manufacturer narrative:
On (B)(6) 2019, the customer re-drew the patient and submitted three plasma aliquots for investigative interference testing. Beckman coulter performed investigation testing on 31 oct 2019. The presence of patient-source interference could not be confirmed in the sample submitted for investigative testing.